Event description:
The faulty parts were returned for their evaluation. The testing is being performed by the manufacturer to determine the exact root cause of the reported product problem. Additional information will be provided following the conclusion of the investigation. The expected date for follow-up report is (B)(4) 2017.

Manufacturer narrative:
An investigation is carrying out for this complaint. The exploratory tests at the manufacturer's site are in progress in order to reproduce the reported failure mode - breakage of the bolt. The other aim of the evaluation is to verify the durability of the second fault (groove into the dummy block) of the t-bar attachment. To date, no failure as a result of the testing has been observed. The testing will be continued for additional month. Additional information will be provided within a month from now.

Manufacturer narrative:
An investigation is carrying out for this complaint. The durability testing (longterm cycling) has been completed. The failure mode could not have been duplicated. Additional information will be provided upon conclusions of the manufacturer's investigation.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
During check of the devices, the maxi move passive floor lift was found in storage with the allen bolt holding the t-bar in place having sheared off.

Manufacturer narrative:
(B)(4). An investigation is carrying out for this complaint. The testing at the manufacturer's site is still in progress. Additional information will be provided within 30 days from now.

Manufacturer narrative:
An investigation was carried out into this complaint. On 2016-september-12 arjohuntleigh has become aware of the customer complaint on the t-bar bolt breakage in the maxi move passive floor lift raised by (B)(6) center. As reported, during inspection of the devices owned by the customer after the incident concerning t-bar detachment (reported under manufacturer report no 9681684-2016-00038), the maxi move passive floor lift was found in storage with the bolt holding the t-bar in lifting arm (otherwise jib) sheared off. There was no direct patient involvement reported. There was no adverse event associated with using arjohuntleigh maxi move device, serial number: (B)(4). The complaint was decided to be reportable to food and drug administration in abundance of caution since if the failure had become not detected, it could have resulted in the t-bar with spreader bat detachment and resident's fall in a consequence. The facility was under arjohuntleigh service/maintenance contract. When reviewing similar events for the maxi move passive floor lift within last 5 years, we have found a number of other similar cases where it was confirmed that a t-bar bolt broke, usually contributing to a complete detachment of the component. Please note also that arjohuntleigh has manufactured in total over (B)(4) maxi move passive floor lifts to date. With the number of sold devices and with comparison to the daily usage of them the occurrence rate observed for complaints with this specific failure mode in last 5 years is considered to be low. T-bar is a part of the maxi move jib (lifting arm) allowing interchange of different spreader bars (named also dps). The t-bar is attached to the lifting arm via a part named dummy block. There are three mechanisms that are intended to keep the t-bar in place preventing any inadvertent detachment: a bolt holding the combi adaptor in the dummy block; grooves in the dummy block; a cotter pin inserted into the dummy block. In course of the manufacturer's investigation it has been tried to establish the most likely root cause of the reported malfunction - breakage of the t-bar bolt. The faulty parts were returned to the manufacturer (arjohuntleigh (B)(4) inc.) For their further evaluation. It remains unknown if manipulation during the inspection of the device involved in the complaint could have contributed to the failure of the bolt. Two internal tests were conducted by the manufacturer. The purpose of the first test was to perform an exploratory test of durability for the second mechanism of the t-bar attachment of the maxi move; the purpose of the second test was to perform an exploratory test in order to attempt to reproduce a post-market incident that involves the t-bar attachment on the maxi move (specifically, this test was performed to investigate possible cause of the bolt breakage on the t-bar and at the same time to duplicate the event). Both tests were passed with success. The parts which underwent the testing did complete the totality of the cycling required by the protocol. It was not possible to break, even damage, the bolt that is used to secure the t-bar attachment into the load cell and the dummy block. The bolt was sent then to an external laboratory in order to determine if any damages, not easily visually noticeable, were present. The analysis report assesses that no damages or cracks were present in its structure. Therefore, the failure mode described in the complaint was not reproduced and could not be explained by the multiple attempts of duplication in laboratory environment. However, upon the course of the investigation it was impossible to duplicate the t-bar bolt breakage, we have been able to identity certain conditions under which the failure might have occurred: bolt that hold the combi adaptor fixed to the dummy block (t-bar bolt) loosened; the bolt is then re-torqued, with no application of loctite; deficiency of the second mechanism of the attachment mode since grooves are completely deteriorated downwards and also damaged laterally; the spreader bar (dps) is solicited in an extensive manner, in a way which falls outside of the expected usage of the device. It cannot be excluded that an incorrect service of the device was a contributing factor of the t-bar detachment in the reported incident, however this hypothesis cannot be confirmed with certainty. A description of one of the previous complaints raised on the lift refers to a dummy block (t-bar assembly) replacement in september 2013 (reason: the part was bent) following that, it can be stated that the t-bar that failed has been in usage with the device for 3 years. To summarize, it can be assumed that isolated, undetermined conditions could have contributed to the outcome of the event. Despite our best efforts and comprehensive analyses, it is not possible to determine the exact root cause of the issue - t-bar bolt breakage. Looking at the incident scenario it has been established that the maxi move passive floor lift was not involved with the adverse event - the device malfunction (t-bar bolt breakage) was found prior attempt to patient handling. Although in the investigated complaint there was no adverse outcome, based on a potential for harm with high severity if the failure had become not detected, we determined to view this complaint as reportable in the abundance of caution. There are no indications that this event is related to design or manufacturing of the maxi move floor lift.